Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of foreign material is confirmed; however, the exact cause is unknown. Two photographs of a 20 g miniloc infusion set were returned for evaluation. An initial visual observation of the photographs showed a black residue on or possibly within the tubing of the infusion set, about midway between the needle housing and the luer hub. The pinch clamp on the tubing was observed to be engaged, and no obvious evidence of use was observed on the sample in the returned photographs. It is unknown when or where the alleged sample may have come into contact with the black residue observed on the sample in the returned photographs. Possible causes include contamination of the sample during manufacture or before or after sealing of the packaging. A lot history review (lhr) of asdps0084 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the miniloc needle had a black substance in the tubing.